Event description:
Customer reported system displays "low ma error". No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced weak batteries. System operates as intended.